Event description:
It was reported that during surgery the accupass mono-filament would not progress through the shaft, making it unable to be used; the procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, which was used in a procedure, was not returned for evaluation. Visual inspection and functional testing could not be performed. A relationship, if any, between the device and the reported incident could not be confirmed. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. Factors that are known to contribute to the alleged fault/failure may include mishandling during shipping. If the product is returned in the future the complaint can be reopened and evaluated.